Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, filter tilt, embedment, and filter strut perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt, filter tilt, embedment, and filter strut perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced deep vein thrombosis (dvt), abdominal pain, leg swelling, anxiety, filter tilt, filter embedded and filter strut perforation. According to the medical records the patient had a history of coronary artery disease with coronary artery bypass grafting, bilateral lower extremity deep vein thrombosis, abdominal aortic aneurysm, diabetes, obesity, sleep apnea, gouty arthritis and degenerative joint disease. Prior to inferior vena cava implantation, he had left lower extremity deep vein thrombosis and was started on coumadin. At some point, the patient developed abdominal pain, a compute tomography scan was performed and showed a renal hemorrhage. The patient was found to be supratherapeutic with an inr of 5 and the coumadin was stopped. The patient was admitted to the intensive care unit. A renal infarct, secondary to the hemorrhage was also identified. During this admission, the patient had a non-st elevation myocardial infarction secondary to demand ischemia from its hemorrhage. An ascending thoracic aneurysm was also identified. According to the medical records the indication for the filter implant was dvt and pulmonary embolism, in addition to a contraindication for anticoagulation. The filter was placed via the right internal jugular vein and deployed in the inferior vena cava with the superior aspect just below the level of the renal vein inflow. The patient was discharged ten days after admission. Approximately two years after filter placement, the patient developed right leg swelling. An ultra-sound was performed and revealed acute deep vein thrombosis within the right common femoral and femoral vein, heparin was started while in hospital. Two months later a right femoral to tibial bypass graft was performed, secondary to the start of a right foot ulcer due to diabetic atherosclerotic occlusive disease of the right foot. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety, leg swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Initial reporter occupation - other, paralegal. Event date provided is january 2017. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s medical history includes left lower extremity treated with coumadin, coronary artery disease with CABG, abdominal aortic aneurysm, diabetes, obesity, sleep apnea and degenerative joint disease. Prior to inferior vena cava implantation, there was left lower extremity deep vein thrombosis and was started on coumadin. The patient developed abdominal pain. A cat scan of the abdomen and pelvis showed a renal hemorrhage. The patient was supratherapeutic on coumadin with an inr of 5. Secondary to his renal hemorrhage which was found on CT scan, a kidney infarct secondary to the hemorrhage was identified. Coumadin was stopped. During this time, the patient had non-st elevation ml (myocardial infarction) secondary to demand ischemia from its hemorrhage. He was also found, while in the ICU, a 4.7 ascending thoracic aneurysm. These events are not related to the placement of the optease filter but occurred prior to filter implantation. During this hospitalization, ivc filter placement was done. Inferior venocavagram was done which demonstrated the ivc to be patent without filling defect or anomaly. An optease retrievable filter was deployed just below the renal vein inflow. There was no report of complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, dvt (deep vein thrombosis), filter tilt, embedment, and filter strut perforation. Per the medical records, approximately two years after filter placement, the patient developed right leg swelling, ultra sound revealed acute deep vein thrombosis within the right common femoral and femoral vein, heparin was started while in hospital. Two months later, with the start of a diabetic right foot ulcer, right femoral to tibial bypass secondary to diabetic atherosclerotic occlusive disease of the right foot. Per the patient profile from (ppf) the form reports perforation of filter struts outside of the inferior vena cava, tilt and the filter embedded in the wall of the inferior vena cava. The form also reports that the patient has pain in the abdomen and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.